Event description:
Per the clinic, the patient experienced an inflammation around the implant site resulting in skin flap necrosis. The device was explanted on (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).